Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was located peripherally in the right middle lobe, close to the pleura. The procedure was completed as planned with no delays. A chest x-ray was taken after the procedure which detected a moderate-sized pneumothorax, and a chest tube was placed to resolve it. The patient was asymptomatic. The pneumothorax resolved and the chest tube was discontinued. The patient was sent home after one day of hospital stay. The physician believes the pneumothorax was not ion-related and was attributed to the target nodule's location and multiple biopsy attempts on the same site. There was no malfunction of an ion device associated with the event.